Event description:
It was reported that a patient presented to the clinic on (B)(6) 2023 with noise on their right ventricular lead that was resulting in oversensing. The lead's pacing impedance was also noted to be low as well. Programming changes were made to deactivate the lead and prevent further oversensing. Damaged insulation was suspected to be the cause of the issues, and was confirmed upon observing the lead during extraction. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
The reported events of oversensing noise, low pacing lead impedance, and insulation damage on the proximal portion of the lead likely due to a very medial access point into the subclavian vein caused by clavicular crush could not be confirmed. As received, a partial lead was returned in six pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual examination of the returned portions did not find any indication of damages consistent with clavicular crush damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found multiple internal insulation abrasions were found between the shock coils breaching the right ventricle ring electrode and inner coil lumens at 9.7-12.7 cm from the referenced cut end. Multiple external insulation abrasions were also found at 0.3-.05 cm, 1.4-1.6 cm, and 1.8-2.0 cm on both sides of the suture sleeve tie impression breaching an unknown cable lumen. With these abrasions, one was found consistent with friction to the device can and the other two are consistent with friction to another device or feature of the patient anatomy. An external insulation abrasion was also found at 1.1-1.3 cm breaching an unknown cable lumen consistent with friction to the suture sleeve.